Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Not returned to the manufacturer.

Event description:
The metal head was worn off and ruined the stems trunnion. Update 16/october/2018: rep listed the following adverse consequences: delay in surgery, metallosis, pseudotumor.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed through x--ray and photographs of the explanted device. Method & results: product evaluation and results: no product was returned for evaluation, however photographs were provided for review. The photographs show a recently explanted stem and head. The neck/trunion of the stem is worn, there is also blackening on the stem. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray and photo confirms disassociation and trunnion erosion/corrosion. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
The metal head was worn off and ruined the stems trunnion. Update 16/october/2018: rep listed the following adverse consequences: delay in surgery, metallosis, pseudotumor.